Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 120 mg/dl. The customer will continue to use the current pump for insulin therapy and additionally has manual injections availabe if needed; however, a replacement was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.